Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. H3 other text : device is not expected to be returned for evaluation.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in low blood glucose levels of 40 mg/dl. The customer was able to get her blood glucose levels under control through food intake. No more details were provided.